Manufacturer narrative:
(B)(4).

Event description:
Data was received but does not reflect the full investigation window. The complaint confirmation of a transmitter failed error could not be determined.  A probable cause could not be determined.